Event description:
My dental implant came out. It looks like the screw has broken off at the underside of the tooth. The rest of the screw is sticking up out of my gum. I was eating dinner when it happened - leftover turkey, dressing, cauliflower and an artichoke. Nothing hard. Nothing sticky. I am in no pain, but am afraid to put my tongue over there to see if it is sharp. It is friday evening and I will try to reach the office where it was put in on monday. I'm hoping it is ok to wait the weekend. I cannot remember when it was done. I think while I was living in (B)(6). I'm guessing sometime 2007 to 2012? I will ask the office monday. I hope they keep records that long. I'm not sure what to expect when I talk to them. Can you advise me, please? Thank you, (B)(6).